Event description:
The customer obtained falsely elevated, non-reproducible vitros trop I es results on two different pt samples in 2008. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Both falsely elevated results were reported; however, there were no allegations of harm as a result of these events. Note: this form 3500a is one of two mdrs for this event. Two devices were involved. Two pt samples from two different pts were assayed using two different trop I es reagent lots. This report represented to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eciq system was operating as intended. The investigation determined that the customer is not following the sample collection tube MFR's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause of the falsely elevated result is most likely user error associated with pre-analytical sample processing.